Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) over 500 mg/dl and diabetic ketoacidosis with symptoms of strong, fruity breath odor, rapid, deep breathing, abdominal pain, blurred vision, nausea, shortness of breath, unspecified level of ketones and chest pain associated with an alleged inaccurate delivery issue. Reportedly, the patient was hospitalized and was treated with insulin via injection and intravenous fluids by a health care provider. During troubleshooting with customer technical support, it was noted that the patient recently had mini gastric bypass surgery on (B)(6) 2018 and was taking norco pain medication and using butrans patch in hospital for the pain. The patient was in the intensive care unit and getting injections of lantis insulin and not using pump. The patient said that they went to urgent care on monday (B)(6) 2018 and was given 3 oral pills of prednisone for itchy palms on hands and a steroid cream but she has not yet filled prescription for more prednisone due to being in hospital and is using eucerin cream now. Before gastric surgery 2 weeks ago she had been on liquid diet and fasting. She also had been on IV fluids in hospital. When bg's were going high on (B)(6) 2018 she was running temp basals to try to increase insulin to help lower bg's and she recently adjusted herself her 12 am basal rate from 1.250 to 1.325 for a new total of 32.55 units basal daily, up from 31.88 units. She says that she saw her health care provider on (B)(6) 2018, and bolus settings were also adjusted but she does not remember changes. Advised to follow up with health care provider for bg's but pump checks out ok for delivery. The patient said she also uses the free-style libre system to monitor her bg's x 10 days at a time and separate dexcom receiver. This complaint is being reported because the alleged hyperglycemia was associated with user error (the patient adjusted the basal rates) and not a p